Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery was overcharging inside the device where it got hot and swelled after a couple of days. There was no reported pt involvement.